Manufacturer narrative:
(B)(4). Batch # t5am2g. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60w partially fired 1/16 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a gastric sleeve procedure the device was fired multiple times with no issues. Then the device was fired and the staples did not form properly and the staples came out of the tissue. No bleeding occurred. The procedure was completed with a second like device with no patient consequences reported.